Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide device referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that an arteriotomy closure of a the right common femoral artery was attempted using two proglide device with a 6f sheath after an interventional procedure. Reportedly, a cuff miss occurred with both devices. Another proglide device was used to achieve hemostasis. The patient was anti-coagulated. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.